Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2015 with the following findings: the history records and black box of the pump were reviewed. The black box shows insulin deliveries were interrupted on 02/01/2015 from 15:25 until 17:10 due to an occlusion alarm. The history shows they pump was manually suspended on 01/29/2015 16:07 and manually resumed at 17:53. The black box shows insulin deliveries were interrupted on 01/28/2015 from 15:55 until 16:25 due to replace cartridge alarm. The total daily doses correctly reflect the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Pump completed 24hr duration testing with no eaw¿s duplicated. Unable to duplicate the complaint. Battery compartment is cracked at the bottom near the cover. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.